Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the patient expired the day after device replacement. There were no reported complications from the change out procedure. The local area field representative was contacted for additional information, however no further information is available. Additional information was received indicating an autopsy was not performed, however it was believed the patient expired due to a stroke from being off of anti-coagulants. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the patient expired the day after device replacement. There were no reported complications from the change out procedure. The local area field representative was contacted for additional information, however no further information is available at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the patient expired the day after device replacement. There were no reported complications from the change out procedure. The local area field representative was contacted for additional information, however no further information is available. Additional information was received indicating an autopsy was not performed, however it was believed the patient expired due to a stroke from being off of anti-coagulants.